Event description:
During a remote follow up, high pacing impedance was noted on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.